Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 14. On 2024-02-05, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding and inflammation. No further patient complications were reported.